Event description:
It was reported that the pump had an occlusion. No patient injury was reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The pump was cracked top case (front lower left corner), bottom case (l bracket area) and right plunger case (on the side). Premature occlusion was found during occlusion test due to force sensor was out of reading. Error history log review found an occlusion - check infusion line error. The root cause of the reported issue was found to be the force sensor did not operate as intended. Unable to determine who cased the reported issue, no physical or any other damaged was found on force sensor. Actions were taken to mitigate the reported issue: replaced force sensor. Performed all functional tests on device which passed. A corrective and preventative action has been opened to address the reported issue.